Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the pt underwent two-stage revision for infection. Second stage was performed on (B)(6) 2009.